Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 60 mg/dl at the time of the incident. The customer treated with food and intravenous glucose. The customer reported a seizure due to the low blood glucose. The customer was wearing the insulin pump during the incident. The customer alleged the insulin pump was over delivering. Troubleshooting was completed. No damage was indicated on the retainer ring or insulin pump. The displacement test and self test both passed. The insulin pump will be returned for analysis.